Event description:
Discordant high advia centaur xp anti-tg (atg) results were obtained for a patient sample. The results were discordant with the immulite method. It is unknown, which result is correct (advia centaur xp or immulite). It is unknown, if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant anti-tg results.

Manufacturer narrative:
The cause for the discordant anti-tg (atg) results is unknown. The calibration and qc were acceptable. The instrument is performing within specification. No further evaluation of the device is required.